Event description:
It was reported that the device was used during a skin graft procedure. The device was not releasing the staples properly. The case was completed using a same like device. There was no consequence to the pt.